Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant's response was poor, and sometimes the gantry operation stopped even though the hand had not been released. It occurred intra operatively and there was no delay to the case. No reported impact to the patient. And patient present at time of event.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced hardware parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "pendant poor reaction." Installed pendant on test system. The system and pendant booted and readied. All pendant functions actuated correctly. No functional problem found. Visual inspection showed the pendant laminate was lifting/ bubbling up from around the keys and the face of the pendant. Physically damaged pendant. MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000529, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.